Event description:
Regulatory agency reported, "rupture of the right device. With intracapsular silicone diffusion", "silicone perspiration", "pain. And a capsular contracture, baker grade IV. Discovered at explantation", "breast is very hard, deformed and painful to touch". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, user error and rupture.